Event description:
It was reported that an ilet touchscreen was found cracked while the patient was at school, after which the device was nonfunctional and no longer watertight, and a replacement was arranged with instructions to return the damaged unit and to perform startup on the replacement. Symptoms included no change in blood glucose. Outcomes included no clinical impact and continued cgm use via the dexcom app or receiver. Investigation included internal review of the damage description and logistical verification for device replacement and return. Investigation of this device revealed a cracked display rendering the pump inoperable and unable to be assessed for functionality, consistent with physical damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.